Manufacturer narrative:
Elevated complaint investigation has been initiated. Note: this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
The customer encountered two suspect negative results when running the abbott sars-cov-2 assay. On (B)(6) 2020 (sample ID (B)(6)) and on (B)(6) 2020 (sample ID (B)(6)) both samples generated a negative result, but the amplification curve was suspect. As a result, the customer retested the samples in question with (B)(6), and the results were positive. Molecular application specialist (mas) analyzed the curves and suggested the issue was caused by possible gitc (guanidine isothiocyanate) carryover. Mas suggested that local ambassador verify whether customer is performing regularly daily maintenance on the m2000sp instrument. Mas also suggested a local engineer go onsite to verify liquid level calibrations. Local engineer confirmed several bubbles were observed in the system; syringes and tubing on the m2000sp were replaced. Ambassador confirmed customer didn't encountered any further issues after the m2000sp was checked by local engineer. Customer is satisfied and therefore no further actions are required. Local ambassador confirmed there was no impact for the patient as positive result from (B)(6) was reported and not the realtime negative result. This incident is being reported to FDA because the incident occurred in (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval. Additional sample has been reported via 3005248192-2020-00021.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: a log file review of the runs in question was performed. The two runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the controls. There was no m2000sp information in the results log (off-label). It is not known if an m2000sp was used or if all procedures were properly followed. Patient sample ID (B)(6) tested on (B)(6) 2020 was not valid as it received error code 4458 (internal control failed). There was no result given. This sample should have been retested. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505388 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505388 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 505388. The CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505388 and its components was performed and did not identify any internal or post-production use issues related to these lot numbers and reported issue. Complaint history review: the lot specific complaint history review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505388 identified two additional complaints potentially related to the reported issue. One ticket for allegation of false negative results was independently investigated and no product deficiency was identified. One ticket for an allegation of false positive results is currently under investigation. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505388 was not identified.